Event description:
In 2003 a standard mini rail lengthener was applied to the patient's forearm for the purpose of performing bone lengthening. One month later, during distraction, one of the clamps loosened. The surgeon could not tighten the clamp screw. No additional surgery was performed.